Event description:
Revision surgery - the patient was asymptomatic and came in for a follow up appointment where a failure was discovered on x-ray. The central 6.5mm screw on the baseplate broke in the glenoid and the surgeon found a revision surgery was necessary.

Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder baseplate was found to have a broken baseplate screw during a clinic follow-up. The in-vivo length of patient service for the implant was 1.2 year. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for this event the patient was asymptomatic and came in for a follow up appointment where a failure was discovered on x ray. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.